Event description:
Patient had a primary hip arthroplasty performed on (B)(6) 2011. On or about (B)(6) 2018 the patient was raking leaves and heard a pop. The patient was seen by [surgeon] on or about (B)(6) 2018 and based on examination and x-ray there was radiographic evidence to perform a femoral head and x3 polyurethane swap or total hip revision that following wednesday (B)(6) 2018). The course of action was to be determined intra-operatively. When [surgeon] opened the hip capsule, he stated that the capsule fluid and surrounding tissue was black with suspected metallosis. [Surgeon] proceeded to incise, drain and lavage the surrounding area of affected tissue. He stated that the stem of the femoral neck was broken, and the x3 poly was cracked. He removed the broken neck, x3 poly and femoral head. He proceeded to start the removal of the femoral stem. An accolade stem inserter was screwed into the stem. He utilized osteotomes to try to separate bone from the prosthesis. A double ring extractor in conjunction with the accolade inserter were used to back slap the stem from the femoral canal. At some point during the removal of the [stem], the femur was cracked. A restoration modular revision stem, x3 poly, biolox femoral head and three dall miles cables were implanted. Update: material analysis and med review has been carried out on this case. Mar confirmed damage on the stem trunnion and head taper consistent with cyclical contact after loss of taper lock. Corrosion was also confirmed by the mar. Medical review confirmed head stem disassociation, impingement between stem and liner, "heterotopic" ossifications leading to bone impingement, intra operative femoral fracture, shell malposition and inappropriate use of 10 degree liner.

Manufacturer narrative:
An event regarding disassociation involving a metal head mated with an accolade stem was reported. After material analysis and medical review, disassociation and corrosion were confirmed. Method & results: product evaluation and results: material analysis was carried out on the returned stem which found the following: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion and head taper. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the debris from the stem was consistent with an oxide, a corrosion product and biological material, and the debris from the head was consistent with an oxide, a corrosion product, the stem base alloy and biological material. Scratching was observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Medical records received and evaluation: a review by a clinician of the medical information provided noted the following: principal factor to contribute to the adverse event relates to cup malposition in excessively low inclination with the shell in 29° of inclination where the documented use of a 10° x3 bearing decreases the effective inclination of the entire cup construct to even lower values around 20° of inclination. Target value for optimal inclination is between 40° - 45°. Cup anteversion is on the high side of normal but probably not really pathological. Cup malposition in low inclination causes impingement between stem neck and cup/liner rim with an overload condition developing in the bearing section. Additional to device-device impingement, there are also signs of bony impingement. There is a lot of metallic debris in and around the joint space but also evidence of rather extensive heterotopic ossifications (ho)in the joint space. These ho are located very near to the femoral head articulation and as such provide some kind of mechanical block to optimal hip movement. Ho thus presents as a secondary factor to contribute to the overload condition in the arthroplasty bearing section. The consequence of the overload condition in the arthroplasty bearing section is development of excessive micromotion between femoral head and stem trunnion. This causes corrosion, gradual metal substance loss until loss of taper lock functionality occurs and disassociation of the femoral head from the stem trunnion becomes possible. During removal of the well-ingrown stem, a ¿crack¿ occurred in the femur, a far from rare complication during removal of well-ingrown devices. Three dm-cables were used to stabilize the new stem in the femur although even without a crack, preventive use of dm-cables would have been wise. No late trouble is to be expected from this complication. Of further relevance is the fact that the cup shell was retained. This means that cup malposition may continue to contribute to overload effects even though this time a 0° offset liner was used, making the degree of malposition less extreme. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient had a primary hip arthroplasty performed on (B)(6) 2011. On or about (B)(6) 2018 the patient was raking leaves and heard a pop. The patient was seen by [surgeon] on or about (B)(6) 2018 and based on examination and x-ray there was radiographic evidence to perform a femoral head and x3 polyurethane swap or total hip revision that following wednesday ((B)(6) 2018). The course of action was to be determined intra-operatively. When [surgeon] opened the hip capsule, he stated that the capsule fluid and surrounding tissue was black with suspected metallosis. [Surgeon] proceeded to incise, drain and lavage the surrounding area of affected tissue. He stated that the stem of the femoral neck was broken, and the x3 poly was cracked. He removed the broken neck, x3 poly and femoral head. He proceeded to start the removal of the femoral stem. An accolade stem inserter was screwed into the stem. He utilized osteotomes to try to separate bone from the prosthesis. A double ring extractor in conjunction with the accolade inserter were used to back slap the stem from the femoral canal. At some point during the removal of the [stem], the femur was cracked. A restoration modular revision stem, x3 poly, biolox femoral head and three dall miles cables were implanted.